Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient underwent endovascular treatment for an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, the physician reported that the patient had presented at another hospital and expired from a possible dissection of the aorta, believed to have been caused by placement of an celiac stent. The patient was also reported to have a possible unknown endoleak. It is unknown when the placement of a stent in the celiac occurred. No further information was available as the event occurred at an unknown hospital and the physician was not present.